Manufacturer narrative:
The user was guided through troubleshooting the gas loss alarm. It was confirmed that there was no blood in the helium tubing and all connections were secure. The effects of intrathoracic pressure changes due to ventilation were discussed, and the option of lowering the augmentation bars by 1 to 2 to reduce alarm sensitivity was reviewed. The user was informed that changing the trigger would not affect the gas loss alarm. The alarm did not recur after the initial occurrence, and the user was advised to contact the arrow helpline for further guidance regarding the iab catheter, as it is not a product of our company.

Event description:
The user contacted the emergency support program line to report a gas loss alarm on a cardiosave and was unsure how the staff rns had troubleshot or managed the alarm and was unclear on the number of occurrences. No patient harm was reported.